Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty using the remote control (rc) and clinician programmer (cp) to communicate with the implantable pulse generator (ipg). The communication issues resulted in a loss of stimulation and a return of dystonia symptoms. Multiple attempts were made to troubleshoot the communication issues but were unsuccessful. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Initial reporters phone number is + (B)(6) reported here as phone number exceeded character limit for designated field. Block b3: date of event - approximately sometime in november 2025 - exact event date is unknown.